Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was cracked and no longer held the reservoir in place. Blood glucose level at the time of the incident was 400 mg/dl. Customer's mother stated that the customer had been experiencing high blood glucose levels for one week leading up to the call. Caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.